Event description:
It was reported that that unit was found with a broken user interface holder. There was no patient involvement. (B)(4).

Manufacturer narrative:
Replaced part and more information has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.